Event description:
It was reported that while attempting to treat lesions in the common iliac artery, resistance was felt as the catheter was advanced over the guide wire. After a lesion had been treated with several inflations, the device was withdrawn and a stent was implanted; the viatrac was then used to post-dilate the stent. During an attempt to treat an additional lesion, the viatrac balloon ruptured and during the withdrawal process, the balloon separated from the device and was left inside the patient. The balloon material was unable to be located and/or retrieved.